Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient was admitted into the hospital with dyspnea and excess fluid was found and removal of the fluid was performed. As time progressed, the patient developed pneumonia which required emergent intubation. The patient was also developing right heart failure with kidney and liver failure. The patient previously had a severe gi bleed and coumadin had been stopped several months ago, patient currently on 81 mg of asa daily. In review of the lvad pump log, it was noted that the pump power started to increase with a pump stop on (B)(6) 2009. The patient was taken to the operating room and the lvad pump was replaced with another lvad pump. The patient currently is doing well. Please note: medwatch form FDA 3500a ((B)(6) 2009) was submitted to the FDA by the hospital on (B)(6) 2009, with a copy to the manufacturer. The uf/importer report # is not yet known at this time. After patient's bath, hm2 alarmed "pump stopped". Pump sounds were a grinding sound. Controller changed. Consol changed. Pump still in failure. Md notified immediately. Patient sent to operating room to replace hm2.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Additional information from the user facility report: model #: 29257, lot #: vad-6029. (B)(6).